Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the following verbatim. It was reported by the customer that "the new devices were installed about a month ago. The device that was reported for the failure was tested several times by her and she had no issues getting ail alarms. So, she sent it in for fi. I discussed accumulated air-in-line, as I was not sure if they have it enabled. I told her how it works and gave reference to the user manual specs. She mentioned that she has had a couple more reports of the same issue. She stated that clinical is running the bags dry and getting air passing through without alarming but when she tests them, the ail works. So, she thinks it¿s a practice issue".